Event description:
It was reported that a patient presented in-clinic with loss of capture and low pacing impedance noted on the patient's implantable cardioverter defibrillator. High capture thresholds were also noted. This resulted in a sustained arrhythmia in the patient, which was resolved after corrective programming changes were made. Surgical intervention was planned. No further adverse patient consequences were reported.